Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer was hospitalized for the unknown reason. Customer had stroke and they need to find out how much insulin she gave herself. Customer gave herself several boluses in one day only once using the bolus wizard. The insulin pump will not be returned for analysis.